Event description:
During a laparoscopic colectomy procedure, malformed staples. A second reload was used with the same problem. There was no pt consequence. It was not noted hoe the procedure was completed.